Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump was damaged and that they also experienced a low blood glucose level of 54 mg/dl after the damage was discovered. The customer that they were trying to tighten the battery cap when they heard a crack. The customer also mentioned that the insulin pump went into threshold suspend. The customer reported treating for a high blood glucose of 188 mg/dl and 273 mg/dl with the insulin pump bolus. The customer stated that their current blood glucose level during the call was 58 mg/dl after treating with glucose tabs and protein milk shake. Troubleshooting for damage was performed and the battery compartment was found damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.